Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that, as per the customer, service was not needed.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. This event occurred prior to the iabp being used on a patient. Furthermore, there was no adverse event reported.

Manufacturer narrative:
It was reported that the getinge service request was cancelled by the customer because the facility's biomedical engineer checked the iabp and determined there was no problem with the iabp in question.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. This event occurred prior to the iabp being used on a patient. Furthermore, there was no adverse event reported.